Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the pvc procedure, while using the ensite x gui system, it was noted that no contact force was displayed when plugged into the tactisys and the ensite x amplifier, which caused delays to treatment. It was confirmed that there was a tight connection between the tactisys and the catheter. The tacticath catheter was re-connected while making sure all pins were correct, the system was rebooted, and the tactisys connection to the ensite x was toggled on and off, with no resolution. The device was replaced, and the procedure was completed with no adverse consequences to the patient.